Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection outer insulation twisted throughout entire lead body. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. All damage noted to returned lead was consistent with occurring at time of procedural.

Event description:
During an initial implant procedure, increased pacing impedance was detected on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.